Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stopped feeling the stimulation sensation today but no returned of symptoms. Patient stated every now and then, they got a sharp, cramping pain in her vagina. Patient wanted to know how to turn device on. Patient needed to know how to work patient programmer (pp). Patient synched with implant and yelled "ouch I feel it". If stim was uncomfortable and noted on the call that they felt something when sync button was pressed during troubleshooting at the time of the call. Patient got poor communication screen but was able to sync with implant. Patient had experienced a loss or change of therapy. Patient noted that last night their stomach was hurting and had like a leakage this morning when they woke up; patient noted bowel. Therapy expectation was reviewed and when patient might try making adjustments. Additional information received from doctor as they reported that high intensity of the stimulation caused the sharp and cramping pain. Patient was taught on how to turn down the stimulation and adjustment of stimulation. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal / pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported cramping in the vagina. The patient clarified the cramping began on the date of implant, (B)(6) 2017. The patient the cramping occurred only certain times a day, like 5 minutes then stops. The patient noted this did not happen during the trial. The patient noted she had an appointment with the healthcare professional (hcp). It was recommended the patient could try lowering stimulation. Additional information from the patient reported there were no circumstances that led to the loss of stimulation. The patient stated the steps taken to resolve the sharp cramping pain was she didn't say anything. The patient stated we called the manufacturer and they showed us how to work stimulation, but the patient would make sure they got back with her soon as possible because it hurt a little sometimes. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported nothing had been done and that the problem was still there.